Manufacturer narrative:
As reported, the .035 x 260 fixed core j3mm diagnostic guidewire came split out of the body. The damage was noticed after sheath placement, when the device was removed. A new wire was used to complete the procedure. There is no reported injury to the patient. No images are available showing the wire damage. The product was stored in the lab with the package hung up, and no damage was noted to the package. No anomalies were observed when the device was taken out of the package. There was no resistance or friction while inserting the wire through the sheath or advancing through the vessel. The device was not used to pass a heavily calcified lesion. The vessel was not specified, but it was not tortuous. One non-sterile ¿dgw .035 fc j3mm 260cm tef¿ was received inside a clear plastic bag. The device was unpacked to initiate the product evaluation process. Upon examination, the mini guidewire was observed to be unraveled and exhibited a stretched condition. No frayed, split, or torn conditions were detected at the distal tip during the assessment. Additionally, it was noted that there was evidence of an exposed braid wire/core wire. Visual inspection at high magnification revealed that the guidewire was unraveled and exhibited a stretched condition. These characteristics are typically indicative of unraveled or stretched conditions resulting from material tensile overload. No other anomalies were observed during the microscopic analysis. Furthermore, sem analysis was not conducted because the conditions of the exposure of the braided wire and core wire, as well as the stretched condition of the received device, are clearly visible with the magnification provided by the vision system, as well as during the visual analysis. Based on the information provided, the condition of the returned device and the investigation performed, the failure reported as distal tip-frayed/split/torn- was not confirmed, since no evidence of frayed/split/torn conditions were noted in the distal tip. In addition, the failure reported as ¿guidewire- exposed braidwire/corewire¿ was confirmed due to the guidewire being unraveled and due to it exhibiting a stretched condition, with an exposed braidwire/corewire. Therefore, it is assumed that the material of the device was induced to a tensile force that exceeded the wire material yield strength prior to the unraveled and exhibited a stretched condition. Procedural and/or handling factors might have contributed to the condition reported on the unit since the device did not present any obvious indication of manufacturing defect or anomaly that could contribute to the event as reported. The exact cause could not be determined. Factors such as vessel anatomy and handling factors could have led to the reported event, as it can lead to excessive catheter manipulation. All catheters require torquing, which is a dynamic process once it enters the patient due to external factors such as temperature, time of exposure in body, individual patient anatomical structures, storage conditions, and operator technique in torquing and manipulating the catheter. If a catheter does not move as expected, the operator is trained to stop and investigate the cause before continuing the product analysis does not suggest that the reported failure could be related to the manufacturing process of the unit. No corrective or preventive actions will be taken.

Event description:
As reported, the .035 x 260 fixed core j3mm diagnostic guidewire came split out of the body. The damage was noticed after sheath placement, when the device was removed. A new wire was used to complete the procedure. There is no reported injury to the patient. No images are available showing the wire damage. The product was stored in the lab with the package hung up, and no damage was noted to the package. No anomalies were observed when the device was taken out of the package. There was no resistance or friction while inserting the wire through the sheath or advancing through the vessel. The device was not used to pass a heavily calcified lesion. The vessel was not specified, but it was not tortuous. The device will be returned for evaluation.

Event description:
As reported, the .035 x 260 fixed core j3mm diagnostic guidewire came split out of the body. The damage was noticed after sheath placement, when the device was removed. A new wire was used to complete the procedure. There is no reported injury to the patient. No images are available showing the wire damage. The product was stored in the lab with the package hung up, and no damage was noted to the package. No anomalies were observed when the device was taken out of the package. There was no resistance or friction while inserting the wire through the sheath or advancing through the vessel. The device was not used to pass a heavily calcified lesion. The vessel was not specified, but it was not tortuous. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.